Manufacturer narrative:
Product analysis: manufacturer's analysis confirmed the customer comment that the programmer stylus was out of calibration. The touchscreen connector was cleaned and reseated. It was also indicated that the link electronic module (lem) printed circuit board (pcb) was out of specification. The programmer was repaired and returned to use. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the programmer stylus didn't work properly even after calibration had been done. The programmer was returned for service. There was no patient involvement.